Event description:
The permanent washer from the to of a 12mm trocar sleeve was allegedly found inside a pt during a laparotomy immediately following a laparoscopy. No other info is available at this time.